Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was reported that the rod was broken and a set screw had pulled out and migrated. The patient also reported having back pain. A revision surgery took place 8 months post-op. During removal of the set screw, the screw cut the doctors glove. No additional patient complications were reported.

Manufacturer narrative:
Additional info: set screw location within construct unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading or material damage. Functional evaluation found the set screw able to be fully engaged in sample legacy mas head. Some evidence of emanating rays on periphery of the set screw rod mating surface suggest set screw back out. Set screw rod interface node height and morphology of node deformation are atypical of full tightening. Node deformation height (at the center) is somewhat different than bench comparison samples. The above observations are consistent with incomplete seating and/or angulation of the rod in the screw saddle at final tightening, thus pre-loading the screw, resulting in incomplete tightening of the set screw. This allows additional set screw movement, subsequently resulting in screw back out.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.